Event description:
It was reported the programmer stylus needs to be recalibrated repeatedly. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Stylus found out of electrical specification. Overlay bezel assembly component failure, cause unknown.